Event description:
It was reported that during a surgical procedure that the blade broke at the mount. It was also reported that there was no pt or user injury and no medical intervention was required. It was further reported another blade was available to complete the procedure which resulted in a minimal delay of 1 to 2 minutes.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is multi factoral. The handpiece associated with this MDR is an follows; part number: 6208000000, serial number: (B)(4).